Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose went to 475 mg/dl from 103 mg/dl after changing infusion set. The customer reported that the cannula was bent. Customer did not want to troubleshoot for high blood glucose level. Customer was kicked out of auto mode due to high blood glucose level. The insulin pump will not be returned for analysis.